Event description:
It was reported that the patient¿s pump and catheter were implanted the day prior to the report. The patient wasn¿t getting relief and it was discovered that the catheter migrated so it was revised on the day of the report. Additional information received reported that the patient was receiving inadequate pain relief. An x-ray was taken to confirm the catheter moved. The patient is now receiving effective therapy. The pump was infusing infumorph (morphine). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).